Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2023. The device was opened and placed onto the scope. During the procedure, when the band was attempted to be deployed, it did not deploy off of the ligator cap. A second attempt of deployment was made; however, the second band overlapped on the first band. Both bands were still attached in the ligator cap. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code: a050501 captures the reportable event of bands unable to deploy.